Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self test, rewind, basic occlusion test, prime test and displacement test. No prime anomaly noted. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Unable to perform the unexpected restart alarm error test, occlusion test, excessive no delivery test, and the dat test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 729 mg/dl and a blood glucose of 458 mg/dl at the time of call. The customer experienced symptoms such as headache, feeling shaky, and seeing spots. The customer was treated with manual injection. Customer also reported to have received a no delivery and a motor error alarm and during troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that the insulin exited after a 5 unit fixed prime had been delivered. Customer reported that a motor position encoder error alarm was found in the insulin pump alarm history. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.